Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.0.1, h3 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Evaluation of the returned software exports was able to replicate the issue. This issue is consistent with a known software issue. H6 - evaluation codes c10, d18 apply to the software evaluation. Codes c19, d14 apply to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a brain procedure. It was reported that during a case, the surgeon was creating a plan on the ps (all system were on the same os) and brought over the plan, it looked good (autoguide biopsy <(>&<)> placement) registration with the imaging system. The MRI was the original reference, so the surgeon flipped them and put CT as reference. When the surgeon did that, the plan completely moved, and was not anywhere near tumor. It was noted to have shifted by roughly 3-4cm. The representative on site deleted the exam, re-imported and kept MRI as reference. There was no impact on patient outcome and the issue caused no delay.

Manufacturer narrative:
H6: annex a updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.